Manufacturer narrative:
Continuation of d10: product ID: a820; lot# serial# unknown; product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that they were allowed 2-3 boluses per day and when they requested a bolus the handset was freezing at 91%. They told their healthcare provider about it at their pump refill a couple of weeks ago and they were told to call in and have the handset replaced. The agent reviewed data and offered to assist the patient with deleting the data, but the patient refused to do anything with the handset at this time stating that they would call back when their daughter was there to assist them. The agent asked for an event date, but the patient did not provide one.